Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing ineffective stimulation from her scs system. However, the patient no longer uses stimulation and plans to move forward with a contraindicated procedure. As a result, the patient wishes to have her entire scs system explanted. Surgical intervention may take place at a later date to address the issue.